Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother reported of freestyle libre 3+ continuous glucose monitoring (cgm) failed to reconnect, leaving the ilet in bg run mode. A finger stick showed a highest blood glucose (bg) of 322 mg/dl. The user¿s mother assisted with troubleshooting. Blood glucose (bg) was corrected in bg run mode. On (B)(6) 2025, follow up with the user's mother confirmed the user is doing good and back in range. The user felt fine and allowed the ilet to correct in bg run mode. No symptoms or medical intervention were reported at the time of call.